Event description:
A pt suffered a respiratory and cardiac arrest following surgery and was transferred to the ICU with multi-organ failure. Twice during the course of crrt, the pt's filter was replaced without returning the blood from the circuit, resulting in a total blood loss of 304ml. Pt's h/h dropped during the day following the surgery and treatment and she received a transfusion. Although it is unlikely the transfusion was attributable to the loss of blood in the circuit, the possibility cannot be dismissed.